Event description:
Reported due to patient death. In 2005 the physian attempted a right arteritomy closure. With the perclose proglide device following a diagnostic procedure. It wa noted that prior to the procedure the patient had "faint pedal pulses on the posterior side of the right ankle and no pulses on the anterior side of the right foot." The patient has an unspecified graft located distal to the common femoral artry (cfa); exact location is unknown. Fluroscopy was performed prior to the procedure with the following findings: vessel size was six (6) mm and "some peripheral vascular disease (pvd)" was noted in the right cfa. "Massive pvd" was noted distal to the cfa. The exact location of the arterrtomy puncture is unknown; however, it was "not a high stick". After the procedure, the physician attempted to close the arteriotomy site with the proglide device but failed to achieve hemostatis. Reportedly, "the know was not delivered to the to the site; the device was pulled back and the suture pulled out ot the arteriotomy. The posterior cuff was still attached and the suture loop did not have know formed." The device was removed and a "sheath was placed into the right cfa." The patient was ultimately closed with manual compression and was transferred to the telemetry unit. On afternoon rounds, the nurse reported that the patient's "right leg was cold" and "a silver dollar-sized" hematoma was noted at the arteritomy site. The patient was transferred back to the cath lab for a second diagnostic procedure. The physician accessed the left cfa and inserted a sheath (size unk). A contralateral approach was used and the patient was found to have a "a clot in the right popliteal area and a clot in the right graft. Catheter directed, tissue plasminogen activator (t-pa) infusion was initiated. The t-pa did not appear to be penetrating the "thrombus". After an unknown period of time, the patient was transferred back to the floor and the t-pa continued to inu\fuse overnight at a rate of one (1) mg/hr (titration unknown). The next day, the patient returned to the cath lab for a third diagnostic procedure. The right groin hematoma was noted to be the "size of a footba;;" and there were "little to no pedal pulses on the right side.".a d-stat dry hemostatis pad was placed on the hematoma. The physician accessed the left cva via the sheath that was in place and found that the t-pa had not dissolved the clot. The t-pa infusion was discontinued, the catheter was removed and the patient's blood pressure dropped to thirty six (36).vascular surgery was called for a surgical consult. The physician then decided to close the arteriotomy site with a proglide device. It is unclear the sequence of events that followed. Reportedly, the proglide device "failed" and the patient coded and died on the table. The proglide device failure is unknown. According to the patient's "general doctor" their cause of death is that they 'bled out". The autopsy results are unknown at this time. This report represents the first proglide device used. Although requested, no additional information was provided.